Manufacturer narrative:
System check performed prior to the event was within specifications. The sample was collected in bd, lithium heparin tube with gel separators. The specimen was centrifuged at 3,500 rpm for 5 minutes. No other results or assays were in question at the time of this event. The customer declined service as they believed this event was isolated to one patient sample. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an eroneously elevated troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and the result was 4.21ng/ml. The accu tni result was not reported out of the lab. The customer tested the patient sample for accu tni on a different instrument in their lab. The accu tni result obtained from the different instrument was 0.01ng/ml. The customer then re-tested the patient original sample for accu tni on the synchron lx I 725 instrument. The repeated accu tni result was 0.01ng/ml. The customer did not received any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.